Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating during setup. There was no patient involvement.

Event description:
See initial.

Manufacturer narrative:
The information that the reported issue was affecting the cardioplegia side was received. The event has been re-evaluated as non reportable since a heater-cooler system 3t not heating on the cardioplegia circuit is not likely to result in death or serious injury.